Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of reyh1651 showed no other similar product complaint(s) from these lot numbers.

Event description:
On (B)(6) 2015 - pt was reportedly admitted with cellulitis of the left upper extremity and deep vein thrombosis. Pt reportedly had a PICC line in this extremity upon admission and following day was allegedly red. It was reported that due to a strange organism (sphingobacterium multivorum) md's wanted the PICC line to be d/cd and the tip to be cultured. Tip was not cultured.